Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device prompted "no shock advised" for a rhythm clinicians believed to be shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d2 and d4 (serial #). Review of the AED event data determined that the device analyzed the patient's rhythm and repeatedly concluded "no shock advised". Clinical analysis identified signal characteristics, including motion artifact and low-voltage waveform deflections, which influences rhythm interpretation. While one analysis segment met criteria for ventricular fibrillation, the remaining segments did not meet criteria for a shockable rhythm, resulting in an overall determination of no shock advised in accordance with the device algorithm. Evaluation concluded that the AED operated as designed and within the limitations of the technology. No device malfunction identified. Analysis of reports of this type has not identified an increase in trend.